Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent damage. Device issue: none. It was reported that a voyager balloon was used for predilatation in the first diagonal prior to implanting a xience v stent in the mid lad. The following day, the pt was experiencing angina, and a dissection was observed in the first diagonal. A mini vision stent was implanted to resolve the dissection. No additional event or pt info is available.

Manufacturer narrative:
Result and conclusions summation - product performance engineering reviewed the incident info. Intimal dissection is a known outcome of ptci procedures and is listed in the rx voyager IFU as a possible adverse effect. Factors that may contribute to dissections include, but are not limited to, device size selection, balloon damage, or procedure technique. The voyager was not returned for analysis, and thus it cannot be determined how it may have contributed to the dissection. The pt developed angina as a result of the dissection which subsided after a minivision stent was implanted at the dissection site. Based on the incident info, there are no indications of product quality issue with the rx voyager.